Event description:
A caller reported an issue with touchscreen responsiveness on their pump; the screen was frozen and would not respond to input. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. After receiving complete pump reset information from technical support, the caller chose to reset the pump, which resolved the issue, allowing the customer to interact with the pump screen again.